Event description:
It was reported that during a gastric sleeve resection procedure, the device did not fire after a few attempts. A second device was used with the blue cartridge and it worked. The staple line was overstitched to avoid leakage. The patient was reoperated on the next day because of a small leakage at the gastric wall (fundus). The leakage was stented. There were no other reported patient consequences.

Manufacturer narrative:
Date sent: 3/21/2008. The analysis results showed that 15 cartridges were received sterile, with no visual non-conformances and fully loaded with staples. The packages were opened and the cartridges were loaded into a test device, the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the cartridges were received fully loaded with staples and no device was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.